Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros troponin I es results were obtained for eight patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Root cause for the events could not be determined; however, vitros tropi es reagent, the vitros eci immunodiagnostic system, or pre-analytical sample processing could not be ruled out as possible contributing factors.

Event description:
The customer obtained non-reproducible, higher than expected vitros troponin I es results for eight patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Reagent lot 1820, pack ID (B)(4). Vitros tropi es patient 1 result: 0.139 ng/ml vs expected <0.012 ng/ml. Reagent lot 1820, pack ID (B)(4). Vitros tropi es patient 2 result: 0.110 ng/ml vs expected <0.012 ng/ml. Vitros tropi es patient 3 result: 0.149 ng/ml vs expected <0.012 ng/ml. Vitros tropi es patient 4 result: 0.348 ng/ml vs expected <0.012 ng/ml. Vitros tropi es patient 5 result: 0.185 ng/ml vs expected <0.012 ng/ml. Vitros tropi es patient 6 result: 2.2 ng/ml vs expected <0.012 ng/ml. Reagent lot 1860, pack ID (B)(4). Vitros tropi es patient 7 result: 0.078 ng/ml vs expected <0.012 ng/ml. Vitros tropi es patient 8 result: 0.078 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result from patient 2 was reported outside of the laboratory and a corrected report was later issued. There was no report that treatment was altered, initiated or stopped based upon the reported result. The results from all of the other patients were not reported from the laboratory and there were no allegations of patient harm made as a result of the events. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).